Manufacturer narrative:
Novocure agrees with the prescriber that a contribution of the array placement to the events cannot be ruled out. Contributing factors for skin ulcer and wound infection in this patient also include concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%).wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. Medical record review noted that on (B)(6) 2020, the patient developed skin irritations on the scalp while on optune therapy. A topical ointment (clobetasol 0.05%) was prescribed with instructions to apply to the scalp in between transducer array exchanges and to leave on for at least 30 minutes before wiping off. On (B)(6) 2020, during a follow up patient visit, prescriber noted that the patient had not used clobetasol 0.05% ointment, as prescribed. On (B)(6) 2020, novocure was informed by the spouse that the patient had been hospitalized on (B)(6) 2020, for tumor resection surgery. Optune therapy was temporarily discontinued. On (B)(6) 2020, the spouse reported that the patient's scalp had not fully healed from the resection surgery but the patient planned to resume optune therapy after the scalp healed. On (B)(6) 2020, the spouse reported that the patient had been re-admitted for scalp surgery due to optune related skin irritation that had never fully healed. Optune therapy was permanently discontinued. Per the prescribing physician, the patient had developed a wound infection at the craniotomy surgical resection site. The patient underwent wound revision surgery and was treated with intravenous antibiotics for multiple weeks. The patient was not taking bevacizumab and was on low dose dexamethasone; patient was not immuno-comprised. The prescriber stated that the wound infection was related to non-healing optune related skin irritation near the craniotomy incision site.